Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility (wall apposition); however, factors that may contribute to difficulty to deploy (wall apposition) include, but are not limited to, interaction with challenging anatomy and insufficient post-dilation. Additionally, the reported patient effect of dissection and treatment of unexpected medical intervention appears to be related to operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional xience sierra stents referenced are filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, a percutaneous coronary intervention (pci) was performed on the proximal left anterior descending (lad), left main (lm), and left circumflex (lcx) coronary arteries. Pre-dilatation was performed without complication. A 3.0x48mm abt ng des was unable to be delivered past the elbow due to anatomy. The abt ng des was successfully withdrawn. A guide-liner was placed and a non-flow limiting dissection of the lm was observed. An intra-aortic balloon pump (iabp) was placed, the patient was intubated and cardiovascular was consulted, recommending a stent to the lm. In replacement, a 2.5x23mm and a 3.0x23mm xience sierra stents were implanted in the proximal lad without a device issue reported. Reportedly, the second stent was observed mal-deployed post-implant. Post-deployment of the lad stents, a small dissection in the proximal cx was observed. As treatment for the dissection, a 3.0x28mm xience stent was placed from the lm to the proximal lcx. Post-deployment, a lm dissection was observed. As treatment, a 3.25x18mm xience stent was placed in the lm without an issue reported. As additional treatment, an unspecified xience stent delivery system (sds) attempted to cross, however, was unable to cross. During sds removal, the stent dislodged from the delivery system into the guide catheter. The patient had been intubated, medications were provided, and the patient was transferred to surgery for an emergent coronary artery bypass graft (CABG). Intravenous fluids/medication, blood/blood products and platelet transfusions were provided. Chest x-rays had been performed showing mild pulmonary edema. The patient had become tachycardic and hypotensive. Medications were provided. The patient had low cardiac output syndrome and had gone into cardiogenic shock with marked acidosis and elevated pro-b-type natriuretic peptide labs. Per echocardiogram, the patient was in severe post-operation left ventricular (lv) dysfunction. An impella had been placed via another percutaneous procedure. Elevated cardiac enzymes were observed without a myocardial infarction diagnosis reported. Medications and blood/blood product transfusions were provided. Following discussion with the physician, the family withdrew care. Medications and impella device were discontinued. On (B)(6) 2021, the patient expired due to cardiogenic shock and respiratory failure. Per physician, the events were unrelated to the 3.0x48mm abt ng des device that failed to cross. Per physician, the events were related to the procedure as cascading events from the dissection. No additional information was provided regarding this issue.